Event description:
Caller reported experiencing a tandem mobi cartridge alarm, which did not result in the customer's blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery. Additionally, technical support provided instructions on storage mode and steps to follow upon receiving the replacement pump. The customer acknowledged these instructions and agreed to return the problematic pump using the pre-paid label provided by tandem.